Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing shocks when he sneezed. Additional information has been requested, but was not available as of the date of this report.